Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. After activation of the lss feature into unipolar configuration, oversensing of myopotential noise was observed and resulted in inappropriate atrial tachy response (atr) mode switches. Sensing and threshold measurements were noted to be stable and the increase in pacing impedance measurements was noted to be gradual. Boston scientific technical services (ts) discussed the option of increasing the remote home monitoring alert trigger. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the lead configuration was programmed back to bipolar, the remote home monitoring alert trigger was increased and the physician plans to continue monitoring.